Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The ventilator would not start. A vent inoperable condition was encountered during failure investigation. There was no patient involvement. The (gas delivery system) gds (assy, manifold, gds) was returned to failure investigation (fi) for evaluation. The unit received was without a (data acquisition board) daq board. Visual inspection revealed no anomalies. Investigators booted the unit into normal operation mode and checked for alarms and errors. Investigation found that the o2 sensor was loading the 12v (volt) power supply. The customer replaced the defective gds to address the reported problem. The unit successfully passed the required performance verification testing.

Manufacturer narrative:
G4: 06jul2021. B4: 31mar2021. The customer complaint was verified. The root cause of failure was physical damage to c2 in the o2 sensor board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.